Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 19 (max applied load exceeded)" was confirmed in the archive data but was not confirmed during functional testing. The reported ua19 advisory message could not be replicated, and the autopulse platform performed as intended during testing at zoll. The likely root cause of the reported complaint could be due to the load plate detecting too much weight being applied on the platform, most likely due to the stiffness and hard-to-compress of the patient's chest. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive data showed a user advisory (ua) 19 (max applied load exceeded) occurred on the customer's reported event date, confirming the reported complaint. The archive data revealed that after performing a total of 274 compressions, the autopulse platform stopped and displayed the ua19 advisory message. Based on the archive data, the load plate had detected too much weight being applied (> 270 lbs. /123kg). Max load sum exceeded 317 lbs. And triggered the ua19 advisory message. The customer restarted the autopulse platform, and the ua19 was cleared. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, the user advisory 19 advisory message alerts the operator that the load plate has detected too much weight being applied. The ua19 error can be cleared by restarting the platform. The autopulse platform passed the initial functional testing without any fault or error. A load characterization test was performed and confirmed that both load cell modules were functioning within the specification. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known good test batteries until discharged, and the platform passed the test without any issues. Upon service completion, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria.

Event description:
Patient # 3: during patient use, the autopulse platform (sn (B)(4) displayed user advisory (ua) 19 (max applied load exceeded). The customer stated that the crews are experienced in how to size a patient on the platform and would like to know why the platform intermittently displays ua19 advisory messages. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR reports: MFR # (B)(4) for autopulse platform (sn (B)(4) associated with patient #1. MFR # (B)(4) for autopulse platform (sn (B)(4) associated with patient #2. MFR # (B)(4) for autopulse platform (sn (B)(4) associated with patient #4.